Event description:
It was reported that the user experienced hyperglycemia while using the ilet after pairing a new iphone 17 pro, with a reported blood glucose of 334 mg/dl and no symptoms, and the issue was addressed through troubleshooting and education that included confirming connection to the ilet and performing a full supply change after two days of wear. Symptoms included no reported clinical manifestations. Outcomes included a reduction in blood glucose to 276 mg/dl following the supply change, with no alerts or alarms and no hospitalization. Investigation included call-based troubleshooting and education, device connectivity verification, and guidance to replace infusion supplies. Investigation of this case revealed that the device functioned as intended, connectivity was established, and hyperglycemia resolved with standard supply replacement; no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.